Event description:
A report was received that the patient was experiencing discomfort and movement of ipg in the pocket. The patient underwent a pocket revision procedure and the physician moved the ipg to the left buttocks. The patient is reportedly doing well.